Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device had a battery failure alarm. The customer reported that the unit was not in use on patient. Based on the evaluation conducted by the remote technician, the battery is not charging. The remote technician recommended to replace the battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per authorized service personnel (asp) the issue was discovered during testing. The (asp) reported that the battery was out of warranty, and the customer refused philips¿s service and repair and found another party to repair the unit. No further information provided.